Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was in contact with the trailing optic edge inside the lens loading area. The leading haptic and the optic leading edge was partially advanced into the nozzle entry area. The trailing haptic was extended back along the side of the plunger. The distal tip of the trailing haptic was trapped on top of the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was used. The lens was slightly advanced in the device and the trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the IFU. The trailing haptic position was most likely interpreted as the reported complaint. The root cause may be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed. Fully insert the ovd (ophthalmic viscosurgical device) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company specific pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The customer was unaware of any further information. File will be reopened if new information is received. The investigation has been completed based on current information. Complaints are reviewed and monitored for adverse trends on a monthly basis. No adverse trends have been observed associated with the reported product and event. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, while injecting in the eye the lens did not unfold. The surgery was completed with new lens. There was no patient harm.